Event description:
On (B)(6) 2011, a 21mm trifecta valve was selected for implant. On (B)(6) 2018, the 7-year-old valve was explanted due to malfunction of the leaflets. An unknown size and model valve was implanted. The patient was reported stable. Additional information has been requested.

Manufacturer narrative:
An event of aortic stenosis and insufficiency was reported. Morphological and histopathological examination revealed all three leaflets were torn. Calcifications were present within the tissue of leaflets 2 and 3, which mildly limited their mobility. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, stenosis and insufficiency are consistent with calcification and tearing. Calcification is a known issue with tissue valves, and information from the field indicated that the patient had a medical history that included dyslipidemia, a risk factor for atherosclerosis. The valve had been implanted for nearly 7 years.

Manufacturer narrative:
Additional information on patient provided. A final report will be submitted once device analysis is completed.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was selected for implant. On (B)(6) 2018, the 7-year-old valve was explanted due to aortic stenosis insufficiency. A 21mm trifecta gt valve was implanted. The patient was reported stable and discharged. The patient has a medical history of dyslipidaemia.